Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: during testing, the pump powered on to a blank display with audible tones and vibration. The complaint of a blank display was duplicated. The display was found to be cracked. The cracked display was replaced with a test display, which functioned appropriately. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump emitted a cs 069 call service alarm while the test display was in use, indicating a failure of the u39 component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.there was no indication that the product caused or contributed to an adverse event.